Event description:
An impella cp was inserted via the femoral artery to support the 66 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. This cp replaced a prior cp pump that had failed to deliver. Prior to the cp insertion the patient was on support with va-extra corporeal membrane oxygenation and a vent for respiratory needs. The medical team in the EU did not furnish any medical history for this patient. On day 4 of the support the patient had dialysis initiated for renal failure. The pump was not explanted for the renal failure and support continues to date. Renal failure may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and renal function.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
G1 (manufacturer contact fax number) has been added as this was omitted from the initial mw submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.